Manufacturer narrative:
(B)(4). This lot was manufactured from june 26, 2014 to june 27, 2014. Evaluation summary: the sample was returned for evaluation. A visual inspection identified that the solution was coming from an untightened blue winged luer cap. A functional leak test was performed by filling the device with green water and hand tightening the bluer winged luer cap. The device was monitored overnight, no leaks were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked. The leak site was not specified. This occurred after the device was filled with 2000 mg of desferal and 58 ml of 0.9% sodium chloride and before use in therapy. There was no patient involvement. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.